Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient started doing some new bending and stretching exercises on (B)(6) 2018 and since that time, has suddenly started experiencing nausea and severe back pain causing vomiting. The patient claims that the implantable neurostimulator has been turned off. The patient got a CT and nothing was found to explain the cause of the symptoms. There were no further complications reported.